Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR-2247858-2022-00091, and device 3 is being reported under MDR-2247858-2022-00093.

Event description:
"Pending more info. "I regret to inform you that our participant (B)(6) has passed away in hospital. I have not had the chance to upload this participants information in the edc as I was away on friday and just back today. Patient expired on saturday in hospital. Cause of death to follow." Death in hospital due to myocardial infarction. Impella procedure attempted but failed. Device and procedure relatedness is "undetermined"." Patient outcome - "death. Details tbc."

Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR-2247858-2022-00091, device 2 is being reported under MDR-2247858-2022-00092, and device 3 is being reported under MDR-2247858-2022-00093.

Event description:
"Death in hospital due to myocardial infarction. Impella procedure attempted but failed. Device and procedure relatedness is "undetermined". Patient outcome: "patient died."